Event description:
It was reported that the asymptomatic patient presented in clinic for unrelated reason. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The patient has twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2015. The patient was doing great post operation.

Manufacturer narrative:
(B)(4).